Event description:
It was reported that the right ventricular (rv) lead was exhibiting high and unstable thresholds as well as a gradual increase in impedance into a high range. The lead was capped and replaced. During the revision, the physician commented that the lead was not well-connected to the header of the implantable cardioverter defibrillator (ICD). No issues were reported while connecting the new rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).